Manufacturer narrative:
The user facility did not identify the product brand name or catalog number. We are not expecting the product to be returned. A follow-up report will be filed if more information becomes available.

Event description:
Refer to MDR #1219856-2006-00314 for initial information concerning this event. It was reported a second iab was inserted. The clinician in the or explained the balloon pressure waveform was "squared off at the top". The iab was removed. Because of the patient's tortuous anatomy, the md decided to treat the patient with drug therapy.